Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional information has been requested regarding the log files for this event, but it was not available at the time of this report. If log files investigation is performed, the event will be updated and a supplemental report will be sent. Additional products: heartware ventricular assist system controller 2.0. Model #: 1420 / catalog #: 1420 / expiration date: 31-jan-2020 / serial or lot#:(B)(4) UDI #: (B)(4). Device available for evaluation: no. Mfg date: 02-jan-2019. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that ventricular assist device (vad) driveline was accidentally severed by the patient while they were using a buffer. The patient spliced the driveline wires back together and the vad had intermittent flow. The controller exhibited an unexpected loss of power and electrical fault alarms. The patient reported feeling "tingly" and the vad stopped. The patient was hospitalized and received an epinephrine drip, and a driveline splice repair was performed. The vad restarted without issue following the repair. The vad and controller remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device analysis and investigation completion. Product event summary: the ventricular assist device (vad) driveline cable ( (B)(6) ) and the controller ((B)(6)) were not returned for evaluation. Review of (B)(6) manufacturing documentation confirmed that the associated device met all requirements for release. Review of the available autologs report revealed a controller power up event logged on (B)(6) 2021 at 11:43:01. Prior to the losses of power, (B)(6) was connected to power port 1 and (B)(6) was connected to power port 2. After the losses of power, (B)(6) was connected to power port 1 and (B)(6) was connected to power power port 2. The controller was without power for approximately 23 minutes and 18 seconds. Review of the available autologs report revealed 9 vad disconnect alarms, 6 vad stopped alarms, and 13 electrical fault alarms were logged since (B)(6)2021. Additionally, review of the autologs report revealed an intermittent decrease in estimated flow on (B)(6) 2021. On-site inspection of the driveline cable, as well as visual inspection provided by the site, revealed cut damage to the outer sheath and inner cable wires. A driveline splice procedure was performed to mitigate the reported conditions. As a result, the reported driveline cable damage, loss of power, and "intermittent flow" events were confirmed. The reported electrical fault alarms and vad stopped events were confirmed; however the specific types of alarms could not be determined since raw log files were not available for analysis. Based on the risk documentation, possible causes of the reported "intermittent fl ow" event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, and/or poor vad filling. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. Based on the available information the most likely cause of the driveline cable damage, electrical fault alarms, vad disconnect alarms and vad stopped alarms can be attributed, but not limited, to the accidentally severed driveline cable by the patient, as mentioned in the event details. Additional products: controller 2.0 (B)(6) h3: yes. H6: FDA. Method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d15 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.